Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly, no button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 126 mg/dl. The customer stated that he was at a party and was sweating while dancing; he had the insulin pump in the back of his shorts. He was unable to clear the alarm. Advised discontinuation of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.